Event description:
Health care professional reported a home pt had 3 minicaps with cracks in them. Per healthcare professional the cracks were noted in two places with betadine leaking through. Per health care professional there was no pt injury associated with these incidents.